Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that there was no "spring effect" on the probe while performing biometry. The accuracy of the measurements is unk at this time. There was no delay or pt harm reported. Additional information has been requested.